Manufacturer narrative:
(B)(4). The customer returned an 18ga x 2-1/2" introducer needle with a clear hub. Under microscopic examination there were multiple cracks emanating from the hub and extending approximately 1cm down the hub. A device history record (DHR) review was performed on a potential lot number and there were no issues found that could relate to the reported complaint. The report of a cracked needle hub was confirmed by visual examination of the returned sample. Multiple cracks were observed in the needle hub. A DHR review was performed based on a potential lot number and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under CAPA (B)(4). The failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that the hub of the needle shows cracks/stress marks.

Manufacturer narrative:
(B)(4). Potential catalog number is cs-25853-e. Potential lot number is zf3037579.

Event description:
The customer alleges that the hub of the needle shows cracks/stress marks.